Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result with the cobas® liat® sars-cov-2/flu test (scfa) for use on the cobas® liat® system. On (B)(6) 2021, the initial sample test run on the cobas® liat® (B)(4) generated a positive sars-cov2, negative flu a, and negative flu b result. On (B)(6) 2021, a new re-collected sample test was repeated on the same cobas® liat® system and generated a negative sars-cov2, negative flu a, negative flu b result. No harm is alleged. Both the positive and negative results were reported to the patient and/or medical personnel. An investigation was conducted to evaluate the customer¿s allegation which did not identify any product problem.

Manufacturer narrative:
Both runs appeared to have valid results with normal pcr curves. It is possible that a different sample collection would yield different results depending on the sample viral load, sample collection technique, and sample handling after the collection. Possible cross-contamination cannot be ruled out. The customer's allegation is substantiated. (B)(4).